Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery to repair recurrent hernia after the perfix failed and to attempt to dissect the perfix plug from the cord structure, which was ultimately unable to be performed." No medical records have been provided, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huxh1689 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair recurrent hernia after the perfix allegedly failed and to attempt to dissect the perfix plug from the cord structure, which was ultimately unable to be performed. As reported, the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery to repair recurrent hernia after the perfix failed and to attempt to dissect the perfix plug from the cord structure, which was ultimately unable to be performed." No medical records have been provided, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence, inflammation, pain and scar tissue thereby underwent repair. The instructions-for-use supplied with the device list inflammation as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huxh1689 was implanted to repair the hernia defect. (B)(6)2014: the patient underwent an additional surgery to repair recurrent hernia after the perfix allegedly failed and to attempt to dissect the perfix plug from the cord structure, which was ultimately unable to be performed. As reported, the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿a fairly large defect to the internal ring was identified. An extra-large perfix plug (device #1) was placed and secured with sutures.¿ (B)(6)2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per operative notes, ¿there was significant mesh within the cord structures. The mesh dissection was attempted and was unable to perform without bleeding. The hernia found medial to the floor which was reapproximated to poupart's ligament using sutures.¿ (B)(6)2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the hernia sac was entered. Small bowel contents were returned back to abdominal cavity. After dissection, the fascia was attached to cooper¿s ligament. After the repair, the mesh was attached over the repair floor and sutured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh migration, other organ perforation and emotional injuries. It is also alleged that the patient planned a surgery to remove scar tissue and possibly mesh and additionally underwent surgery on (B)(6)2021 due to recurrent right inguinal hernia.